Manufacturer narrative:
No injury reported. MFR received info from an insurance carrier. Device was allegedly plugged in an outlet along with a telephone where an alleged fire had occurred. Info suggests no one was home at the time of this fire, and the device was not in use at the time of the incident. MDR filed as a conservative measure.

Event description:
The insurance company alleges that a fire occurred in the consumer's home in the outlet where the compressor and a cordless phone was plugged into. No injury is alleged.